Event description:
Boston scientific received information that the patient with this pacemaker system had received radiation therapy. Upon device evaluation, post radiation, review of stored events showed there was noise with oversensing on both the right atrial and right ventricular leads. Episodes appeared to have started approximately a month prior to the device check and the most recent episodes had some semblance of electromagnetic interference type noise. The leads capture thresholds and daily measurements were reportedly good. At times, the noise was able to be reproduced with arm movements and coughing. No asystole greater than two seconds was observed, and it was noted that the patient was not pacemaker dependent. The patient did report occasional episodes of lightheadedness, but they could not be directly correlated to the events. Surgical intervention was performed, and under fluoroscopic evaluation subclavian crush was identified on both leads. Subsequently, the leads were surgically abandoned and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.